Event description:
The galileo telescoping lag screw was used for an unstable basilar neck fracture of the femur. The screw was used in conjunction with the aos trochanteric nail. Upon follow-up it was found that the fracture had collapsed and the lag screw and cut the head of the femur and into the acetabulum.